Manufacturer narrative:
The device was received for evaluation. During functional testing, failed volume test was reproduced. The device was sent for flow testing and found to deliver with error percentage of(B)(4). A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause was determined to be pressure plate travel out of adjustment. The pressure plate travel requires adjustment and springs m2/m3 requires replacement to address this issue. An over or under infusion less than or equal to (B)(4) is unlikely to cause or contribute to a serious harm, death, or serious injury. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed volume test during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information h6. Corrected additional information h11: the device was received for evaluation. During functional testing, failed volume test was reproduced. The device was sent for flow testing and found to deliver with error percentage of 5.35%. The event history log was reviewed for the last days of customer use as no event date was provided. The review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A device history review revealed no issues that could have caused or contributed to the reported issue. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause was determined to be pressure plate travel out of adjustment. The pressure plate travel requires adjustment and springs m2/m3 requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.